Manufacturer narrative:
H6. Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an "e42 - motorpack error". Multiple troubleshooting steps, including swapping the aquabeam motorpack were performed; however, the issue persisted. The aquabeam console was replaced with a second aquabeam console and a mock procedure was run, which worked. The treating surgeon began the aquablation procedure and during the first treatment pass, the aquabeam robotic system generated an "e21 - motorpack error". The aquabeam motorpack and aquabeam handpiece were swapped which resolved the reported issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing was unable to replicate the reported errors. The aquabeam console was tested with the associated aquabeam motorpack with completion of a full aquablation cycle without triggering any errors or anomalies. The motorpack and the console functioned as expected and could not confirm the reported e21 and e42 errors. A review of the device history record (DHR) for lot number 23c00469 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults. E42 - motorpack error: release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E21 - motorpack error: release foot pedal and click x. If error persists, replace motorpack. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.